Manufacturer narrative:
H3: device evaluation summary: medtronic conducted an investigation based upon all information received. It was reported that while in use on a patient, this 980 ventilator had a short circuit and smoke was observed. The device was available for evaluation. The service personnel (sp) inspected the ventilator and could not confirm the reported issue. The ventilator passed all calibrations and tests per manufacturer specifications at the time of service. The investigation found the device to function normally. Further action was not required because the device tested in specification/performed as intended. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that while in use on a patient, this 980 ventilator had a short circuit and smoke was observed. There was no reported injury to the patient.